Event description:
At the end of embolization, the right groin sheath was removed, the md attempted to deploy an angio-seal, but it did not deploy. The device was removed and pressure was held for 20 minutes.